Event description:
The initial reporter received a questionable elecsys troponin t hs result from one patient sample tested on the cobas e 801 analytical unit. The initial result from the analyzer was 743 pg/ml. The first repeat result from another cobas e 801 analyzer was 19.4 pg/ml. The second repeat result from the analyzer was 17.9 pg/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation included a review of the qc data and alarm trace: the qcs were within the specified ranges before the event. The alarm trace has sample quality-related alarms (foam detection). A general reagent problem was not present because the qc before the event was within ranges and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.